Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer changed the cartridge on the pump on (B)(6) 2017 with (B)(6) units of room temperature insulin, and received a fill estimate that was lower than expected. Additionally, it was reported that the customer pulls the syringe so that the tip of the plunger is at the (B)(6) unit mark, which indicates that the customer may have filled with more than (B)(6) units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 171 mg/dl.